Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, after which the malfunction code did not recur. Customer was instructed to continue using pump and to call back if any malfunction code recurs.